Event description:
It was reported to MFR that the vns pt experienced hyperventilation alternating with sleep apnea. It is unk if the event occurred with stimulation. Additionally the physician indicated that the sleep apnea was related to an increase in pt's settings and that the event resolved with a decease in output current. The pt did not have a medical history of this event pre-vns, however, the event did not occur since. Diagnostic testing was reportedly performed at each of the pt's follow up visits and no abnormalities were identified, however, specific results were not given. Good faith attempts to obtain add'l info have been unsuccessful to date.